Event description:
The customer reported via phone call that she takes humalog in her pump and the medicine symlin , so she had to cut her insulin dosage in half. Customer stated that she woke up with a blood glucose of 179 mg/dl and thought the pump's suggestion for a correction was too much. Customer stated that this issue has been happening for a year and her health care professional doesn't think that it is a big deal. Customer has highs and lows in the 40's and 50's mg/dl. Customer stated that a week ago, she was sweaty and had a blood glucose of 41 or 42 mg/dl. Customer's blood glucose was 239 mg/dl at the time of the incident. Customer treated with her pump. Customer believes that it is a settings issue and she will speak to her health care professional. Customer has been on the pump since 2000 and has only had 1 or 2 bent cannulas. Customer stated that her blood glucose went in the 400's mg/dl and she changed her set right away. Customer also stated that she had a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.